Event description:
On (B)(6) 2014, it was reported to 3m espe that a 2.4x14mm mdi max with o-ball head and collar implant (mob-15) broke during implantation on position 33 and the apical fragment was removed in an additional surgery on the same day. The fragment was removed with a trephine drill without any complications. The dentist stated that the patient is doing fine without any ongoing symptoms. The implantation was performed on (B)(6) 2014.

Manufacturer narrative:
This incident appears to be related to incorrect pre-drilling. Subsequently the implant got stuck during implantation and broke during the attempt to remove it. The implant fragments were examined visually using a light microscope. The fractured surface was homogenous and shows the typical picture of a fracture caused by excessive force.